Event description:
This patient with a history of hepatocellular carinomca was treated with a 130 gy dose of ts in 2000. Since treatment, experiencing mild ruq discomfort with recurrent nausea/vomiting of bilious material. Presented and admitted in 2000 with temp-102. Diagnosed with cholecystitis likely related to therasphere. Patient underwent a laparoscopic cholecystectomy. Surgical report showed gallbladder with massive distention and inflamed, no visible stones. Pathology report - 3 calculi, acute and chronic cholecystitis with cholelithiasis. No cellular atypia suggestive of chemotherapeutic effect. Patient received post-op pain in management, IV antiobiotics, and fluid hydration and was discharged 11/2000.